Event description:
The customer reported that the speaker on the monitor failed. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the speaker on the monitor failed. No patient harm was reported. Philips has verified that there was no audio and that a technical inop identified that there was a speaker failure. The speaker was replaced to resolve the problem. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.